Event description:
It was rpeorted that a 120 cc painpump "exploded" while filling. A piece of the pump hit a technician's lip and caused some swelling. No medical intervention was required. It was reported that the pump may have been overfilled.